Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was capped and replaced. The patient was asymptomatic throughout the event and would continue to be monitored.